Event description:
It was reported that a needle broke prior to being used on a pt prior to an unk procedure on (B)(6) 2010. Another suture was used to complete the procedure. There were no adverse pt consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product eval is not yet complete. Any further info derived from the eval will be submitted in a supplemental 3500a form.